Event description:
Evaluation of the returned ventilator resulted in the ventilator shutting down less than 1 minute. This occurred after the ventilator ran for 2.75 hours and the low battery alarm initiated. If this were to recur it could contribute or cause a serious injury given the fact that the user would not have enough time to react before the ventilator shut down. Please note that this occurred in a lab setting and not during patient use.

Manufacturer narrative:
Evaluation summary: evaluation of the returned ventilator was performed by testing ventilator at test settings. The ventilator was run on internal battery to perform a discharge test. However, after running for 2.75 hours, low battery alarm was initiated and the ventilator shut down less than 1 minute. From the battery lot code, it was identified that this internal battery was made in april of 2007 and the returned ventilator was never serviced. The ventilator was overdue for an annual preventive maintenance. The ventilator was performed a dual pac battery upgrade, and the problem was corrected without further issues. Please note that according to the manufacturer's operating manual of the ht50 model, the internal battery should be replaced yearly or when the internal battery no longer meets the needs of the user. Please also note that this is a known issue and in response an important medical device correction letter was issued on 09/14/2007 as a short term fix. Newport medical has since submitted a long term corrective action as a supplemental (the dual pac internal battery system) to its 510(k) which the FDA has cleared in december 2008.